Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in (B)(6). (B)(4).

Event description:
According to the reporter during an eye surgery, the needle tip broke while suturing tissues near the eye. After 45 minutes of searching, they could not find the needle. According to x-rays, needle was found on the surface of frontalis bone. There was extension of surgery time by more than 45 minutes due to searching for the needle and x-rays. Patient feels fine. No extension of incision, no blood loss, no tissue damage, no change of procedure, no reinforcement material used.